Manufacturer narrative:
The suspect medical devices were not returned to olympus for evaluation/investigation since they were reportedly discarded by the user facility. Therefore, the investigation/evaluation was performed exclusively on the basis of the information provided by the customer. Based on the information available, the reported damage to the first resection electrode can most likely be attributed to use-related wear and tear. The reported discoloration of the second electrode during use is normal and does not represent any damage. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection electrodes without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of bladder tumor (turbt) procedure, the loop at the distal end of the hf resection electrode broke off and disintegrated into small pieces. A second loop from the same batch was used to continue the procedure. However, this second loop seemed to discolor straight away and the surgeon was concerned that the same thing would happen again. The procedure was then completed using the same type of product with another batch number. The bladder was irrigated and an x-ray examination and a CT scan were performed but the loop could not be identified. The patient had a catheter in overnight and the urine output was checked but the loop was not found.